Event description:
It was reported that a patient with pain was revised approximately 2 weeks post-operatively to address a corpectomy capri corpectomy cage with set screw whose initial expanded height had reduced. After removal of the cage it was revealed that the locking screw had not been tightened to the final torque.

Manufacturer narrative:
Additional data: a3, d4, h4. H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that a patient with pain was revised approximately 2 weeks post-operatively to address a corpectomy capri corpectomy cage with set screw whose initial expanded height had reduced. After removal of the cage it was revealed that the locking screw had not been tightened to the final torque.